Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a phone call was received from the hospital regarding a driveline fault alarm on the patient's system controller (one tone every 4 hours). The system controller driveline connection was checked. The modular cable connection was checked. Both connections were confirmed to be secure and functioning correctly, but the alarm persisted. Log files from the old system controller (B)(6) were then provided and captured left ventricular assist device (lvad) internal faults on (B)(6) 2025. This fault was associated with pump speed issues, high power, high pump temperature and several lvad fault flags. The driveline was disconnected on (B)(6) 2025 at 12:52:04 and reconnected (B)(6) 2025 at 12:52:14 but the lvad faults returned. The driveline was then disconnected again and remained disconnected the rest of the log file. Next, log files from system controller (B)(6) was reviewed and captured a clock corrupt event until 13:51 on (B)(6) 2025 when the clock was reset. At this time, the log file was capturing driveline power b faults due to an open system controller b fuse. The power was cycled a few times, but the driveline power b faults returned. On (B)(6) 2025 the driveline was disconnected and remained disconnected for the rest of the log file. Exchanging the system controller resolved the alarm. A new system controller was given and log files were extracted. Technical services reviewed the new system controller log files, and they showed no issues with the driveline. The system controller (B)(6) was then noted to have the same issues and that it would be returned for evaluation.

Manufacturer narrative:
Section a: patient initials corrected. Date of birth could not be provided due to privacy laws, patient age estimated. Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline fault alarm. The system controller was functionally tested and performed as intended throughout all testing. Log file review confirmed that a left ventricular assist device (lvad) fault alarm, alongside low speed and flow advisory alarms, occurred while this controller was in use, and these events will be addressed via the pump¿s investigation. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files from system controller (B)(6) showed this system controller being put into use on an unknown event date (clock was not properly set at this time, displaying a timestamp of "08feb2000"). The information from this unknown date was relevant because this date was when the system controller's fuse became damaged which was addressed under this current event. The system controller being put into use on this unknown date indicates that another system controller was exchanged to this system controller, and available data suggests that this system controller exchange occurred at least over 1 year ago.